Event description:
It was noted by a technician after removing the IV tubing from the packaging to perform a post production test, the test exhibited freeflow. It was further noted that the ball was missing from the slider. No patient was involved.